Manufacturer narrative:
Product return was not received. A valid production code has been provided by the reporter, therefore a plant investigation has been started. The associated investigation is still open. Product return was requested and further evaluation may occur if the consumer product is received.

Event description:
Anaphylactic reaction [anaphylactic reaction]. Throat closed up [throat tightness]. Had some test run and one of the test blistered my back [skin test positive]. Apply fixodent more than once per 12 hours [device use issue]. Use a lot of fixodent, apply more than once per 12 hours [intentional device misuse]. Fixodent not holding dentures [device ineffective]. A spontaneous report was received via phone on (B)(6) 2020 from a consumer, unknown age and gender, stating he or she used 2 tubes of fixodent denture care denture adhesive ultra cream no flavor-scent 2.2oz beginning on an unspecified date, and experienced an anaphylactic reaction to the product and his/her throat closed up last week. The consumer visited a doctor who immediately sent him/her to an allergist. The consumer stated tests were run, and one of the tests blistered his/her back, which confirmed the product was the cause. The consumer was told to never use the max hold fixodent version again. The consumer reported he/she had to use a lot of the fixodent because it was not holding his/her dentures in place; it had to be applied more than once per 12 hours. The outcomes of anaphylactic reaction and throat closed up were recovered. The outcome of blister was unknown. The case outcome was improved. Relevant history: the consumer reported previous use of original fixodent with no issues. Concomitant product(s): none reported. No further information was provided. (B)(6) 2020 follow-up via phone: the consumer, a female, called to request ingredient list for fixodent. The case outcome remained improved. No further information was provided.

Manufacturer narrative:
On 24-feb-2020: product investigation results: the product return has been requested, however, it has not been returned at this time. A valid production code has been provided by the reporter, therefore an investigation was conducted. The investigation determined there was no manufacturing cause identified based on the investigation. Further evaluation may occur if the consumer product is received.

Event description:
Anaphylactic reaction [anaphylactic reaction]. Throat closed up [throat tightness]. Had some test run and one of the test blistered my back [skin test positive]. Apply fixodent more than once per 12 hours [device use issue]. Use a lot of fixodent, apply more than once per 12 hours [intentional device misuse]. Fixodent not holding dentures [device ineffective]. A spontaneous report was received via phone on (B)(6) 2020 from a consumer, unknown age and gender, stating he or she used 2 tubes of fixodent denture care denture adhesive ultra cream no flavor-scent 2.2oz beginning on an unspecified date, and experienced an anaphylactic reaction to the product and his/her throat closed up last week. The consumer visited a doctor who immediately sent him/her to an allergist. The consumer stated tests were run, and one of the tests blistered his/her back, which confirmed the product was the cause. The consumer was told to never use the max hold fixodent version again. The consumer reported he/she had to use a lot of the fixodent because it was not holding his/her dentures in place; it had to be applied more than once per 12 hours. The outcomes of anaphylactic reaction and throat closed up were recovered. The outcome of blister was unknown. The case outcome was improved. Relevant history: the consumer reported previous use of original fixodent with no issues. Concomitant product(s): none reported. No further information was provided. 20-jan-2020 follow-up via phone: the consumer, a female, called to request ingredient list for fixodent. The case outcome remained improved. No further information was provided. On 24-feb-2020: product investigation results: a plant investigation was completed. Conclusion code: no manufacturing cause identified based on investigation.